Event description:
It was reported that during the implant attempt the physician felt the lead was not secure within the vein. The lead was not implanted and another lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis, it was reported that there were no anomalies found. The full lead was returned for analysis.